Event description:
It was reported that while using the bd vacutainer® sodium heparin(n) that the topper creep out or there was a loose closure. The following information was provided by the initial reporter: after opening the cover, outer one and inner one are separated.

Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. 100 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested and all were within specification. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. 30 retention samples were further tested, and all were within the acceptable range for stopper shield separation. The ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Two potential causes were identified, and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, bd was unable to duplicate the customer¿s indicated failure mode based on retention sample testing. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sodium heparin(n) that the topper creep out or there was a loose closure. The following information was provided by the initial reporter: after opening the cover, outer one and inner one are separated.